Event description:
On 2/11/92, patient had left subclavian port - a - cath venous access disc inserted for home therapy. On 7/31/92, patient complained of shortness of breath. Chest x-ray showed 6cm. Fragment of port-a-cath broken off from central line and lodged in right ventricle. Fragment ws successfully removed via fluoroscopy.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: telemetry failure, none or unknown, tubing. Conclusion: device failure occurred and was related to event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.